Event description:
Caller alleged discrepant results with the inratio meter and a quality control meter error. The same lot provided consistent results over past several weeks. Results as follows: date: (B)(6) 2012, inratio inr: 0.9 and 4.1. The time between testing was 3 hours. Therapeutic range for pt was not provided. There was no reported adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 0.9, 4.1, mean: 2.5, sd: 2.26, %cv: 90.5; result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. Qc errors are designed to be generated when the quality of the results, as related to the qc result, has been compromised. This can be caused by a number of factors, including environmental factors. No indication of a sampling or technique problem. Unable to determine root cause. In-house therapeutic donor testing has been performed on reported lot 282260 on (B)(6) 2012. Results as follows: donor 1 - inratio: 2.2, 2.3, 2.3; reference: 2.04; bias threshold: 1.04-3.04; %cv: 2.55. Donor 2 - inratio: 3.5, 3.4, 3.5; reference: 3.64; bias threshold: 2.64-4.64; %cv: 1.67. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Root cause could not be determined from the information provided by the customer. No product was expected to be returned, so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. In-house investigation with returned strips did not produce customer's observation of qc errors. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), this issue will continue to be tracked and trended.